Event description:
A screw from the sterile transfer battery case was found missing. X-rays were done throughout the procedure and did not confirm any foreign object/material in the patient. The surgical procedure was completed and the customer reports no adverse effect on the patient.